Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion 16, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 20565162. Brand name: infinion 16, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6) batch: 20373984. Brand name: linear st, upn: m365sc2218700, model: sc-2218-70, serial/ batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) system was not providing pain relief for the patient and that the patient was also experiencing painful sensations at the implantable pulse generator (ipg) site. Due to this, the scs system was turned off. The patient underwent a procedure where the scs system was removed. There were no reported complications post operatively and the patient was discharged.

Event description:
It was reported that the spinal cord stimulation (scs) system was not providing pain relief for the patient and that the patient was also experiencing painful sensations at the implantable pulse generator (ipg) site. Due to this, the scs system was turned off. The patient underwent a procedure where the scs system was removed. There were no reported complications post operatively and the patient was discharged. Additional information was received that leads sc-2316-70 serial number (B)(6) and sc-2316-70 serial number (B)(6) were not part of this event as previously reported. Instead, it was leads sc-2352-70 serial number (B)(6) and sc-2352-70 serial number (B)(6).

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4 upn: m365sc2352700 model: sc-2352-70 serial: (B)(6) batch: 5035652 brand name: linear 3-4 upn: m365sc2352700 model: sc-2352-70 serial: (B)(6) batch: 5000421 brand name: linear st upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7086592 sc-1232 sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-70 sn (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2352-70 sn (B)(6). Visual inspection revealed that the lead was cleanly cut into two pieces from the distal end of the lead. The clean cut damage is a result of a typical explant procedure, and it is not considered a failure. An electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead. Sc-2352-70 sn (B)(6). Visual inspection revealed that the lead was cleanly cut into two pieces from the distal end of the lead. The clean cut damage is a result of a typical explant procedure, and it is not considered a failure. An electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 5035652. Brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 5000421. Brand name: linear st. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7086592.

Event description:
It was reported that the spinal cord stimulation (scs) system was not providing pain relief for the patient and that the patient was also experiencing painful sensations at the implantable pulse generator (ipg) site. Due to this, the scs system was turned off. The patient underwent a procedure where the scs system was removed. There were no reported complications post operatively and the patient was discharged. Additional information was received that leads sc-2316-70 serial number (B)(6) and sc-2316-70 serial number (B)(6) were not part of this event as previously reported. Instead, it was leads sc-2352-70 serial number (B)(6) and sc-2352-70 serial number (B)(6).